Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped due to noise with pacing inhibition. The issue was found after the attached device hit eri. Testing of the lead during the device change out confirmed noise. No adverse patient events were reported.